Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. A new ipg was implanted and the patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. A new ipg was implanted and the patient was reportedly doing well after the procedure.